Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient of 170cm in height the medical doctor went to insert the intra-aortic balloon (iab) catheter and found the balloon was burst. As a result, the iab catheter was successfully replaced with a new one to proceed with the surgery. There was no delay/interruption in therapy. There was no reported patient death, serious injury or complications. No medical/surgical intervention was required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "found the balloon was burst" is not confirmed. Although, the root cause of the complaint is undetermined the returned iab bladder was fully intact with no damage noted. The iab passed all functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that a patient of 170cm in height the medical doctor went to insert the intra-aortic balloon (iab) catheter and found the balloon was burst. As a result, the iab catheter was successfully replaced with a new one to proceed with the surgery. There was no delay/interruption in therapy. There was no reported patient death, serious injury or complications. No medical/surgical intervention was required.